Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported the infusion device has high power consumption despite changing the battery and she also believes the infusion device does not correctly deliver insulin. She stated that for 1/2 a week her blood glucose measured up to 400 mg/dl and she had a headache and felt sick. She bolused through the infusion device but was unable to lower her blood glucose. She injected insulin via pen to lower her blood glucose. Her normal blood glucose level is 120 mg/dl. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.